Event description:
It was reported via repair work order that to apply or release the brakes you would have to pull up on the brake pedal due to the brake spring being missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.